Event description:
It was reported that the patient was hospitalized for heart failure and was exhibiting symptoms of edema and breathlessness. The patient was treated with diuretics and a right heart catheterization was performed to clarify the patient's fluid status as her symptoms seemed disproportionate to the pressures seen by the cardiomems. A sensor recalibration was attempted but was not completed due to communication issues with the hospital unit. Additional information provided 30jan2024 confirmed that the provider adjusted the patient's thresholds which improved the treatment outcome for the patient. The patient is discharged and stable. The provider reported they are currently monitoring the patient according to the readings and they do not feel that a sensor recalibration is needed at this time.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. The provider adjusted the patient's thresholds which improved the treatment outcome for the patient. The provider reported they are currently monitoring the patient according to the readings and they do not feel that a sensor recalibration is needed at this time. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 34.5 and 34.5 mhz during the review of the applicable reading(s). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient was hospitalized for heart failure and a right heart catheterization was performed to clarify the patient's fluid status as her symptoms seemed disproportionate to the pressures seen by the cardiomems. A sensor recalibration was attempted but was not completed due to communication issues with the hospital unit. The recalibration has not yet been performed to date. Additional information has been requested but has not yet been provided.